Event description:
It was reported that, "when the box was opened for the 5532-f-713, it was immediately obvious that the wrong implant was inside the box. It actually had a 5532-g-813 (lbd512) inside the box. The box was factory sealed and had not been tampered with."